Event description:
It was reported that this was an arteriotomy closure of a right femoral artery using a prostyle after a diagnostic procedure. Reportedly, the prostyle broke. Another perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, the prostyle handle broke. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported handle break was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and observations from the returned device analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that contribute to the broken handle, include, but not limited to, device manipulation or user closes the foot before deployment or before plunger fully retracts proximally. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated.

Event description:
It was reported that this was an arteriotomy closure of a right femoral artery using a prostyle after a diagnostic procedure. Reportedly, the prostyle broke. Another perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.